Manufacturer narrative:
(B)(4). Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. The patient passed away on (B)(6) 2021. The pump was not explanted. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 29 jul 2021. The heartmate 3 lvas IFU rev. C and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart failure), bleeding, death, and other potential events, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's heartmate 3 implant case was challenged by vasoplegia and vasodilatory shock that led to right ventricular assist device (rvad) placement (protek duo with rotoflow). The patient was found to have a nick in their subclavian vein from a central line with extensive bleeding, this was oversewn and packed on (B)(6) 2021. The patient received multiple pressors and massive fluid resuscitation products during the case and additionally had bilateral pleural effusions. Flows on the rvad and lvad 2's secondary to third spacing. The patient left the operating room with their chest open. The lvad operated as expected and was working appropriately. On (B)(6) 2021 exploratory surgery and closure of the chest was done. General surgery was consulted for pneumatosis intestinalis and the patient returned to the operating room (or) on (B)(6) 2021 with an ischemic colon with a right hemicolectomy. The patient was bleeding from the abdomen and required multiple blood products. The abdomen was left open. The patient returned to the operating room on (B)(6) 2021 for exploratory laparotomy with end ileostomy. The patient continued to bleed from the abdomen and from the ileostomy site which required massive transfusion of blood products. On (B)(6) 2021 due to the patient's grave medical condition, multisystem organ failure, and coagulopathy requiring massive transfusions the family decided to withdraw care. Pressors and vad were turned off, the rvad was clamped, the patient was placed on versed fentanyl and propofol for pain management. The patient passed away on (B)(6) 2021.